Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer stated that the pump was not exposed to moisture but could not provide if the vents were blocked. Reportedly, there was a delay in clearing the altitude alarms. However, the customer was able to clear the alarms and resume insulin delivery. The customer's blood glucose level was not impacted.